Manufacturer narrative:
The unit is being requested back for investigation. Once further information has been obtained a followup report will be submitted.

Event description:
The company was notified on january 5, 2017 of an adverse event that occurred on (B)(6) 2016. The patient was travelling with his portable liquid oxygen unit. Before leaving the house he checked that the unit was full and it showed 6 leds lit up. During his visit he checked several times the content of the unit, over which time it lowered to 4 leds lit. At this point he noticed that there was no oxygen coming out of the unit. It appeared to be empty though the indicator still showed 4 leds. The patient was taken to the hospital to receive oxygen.